Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 202mg/dl. The customer states the pump was squirting out insulin. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to perform the a21 error test, unable to verify a33 alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current and pump passed self-test and off no power test. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, serial number label faded, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.